Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure effect: the front panel hard keys are not illuminating or not working, root cause: defective g5 ip key and led board, defective g5 ip mother board. Correction: replacement g5 ip key and led board msp159234, replacement g5 ip mother board msp159204. Conclusion: defective components caused the error.

Event description:
Hold sac 4/30/23 hamilton medical ag received the following event description from the local partner: a set of g5 (B)(4) in uch was reported that the "standby button" was out of order intermittently. The problem was solved by replaced a key and led communication board (p/n: msp159234). Please proceed rga as soon as possible. Summary: ip hard key are not working.